Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose and insulin pump alarmed. Customer stated the insulin pump alarmed no delivery, woke up and noticed his blood glucose was 420mg/dl. Customer stated the insulin pump also alarmed motor error. The insulin pump passed displacement test. The manual prime was successful, no motor error alarm noted. Customer declined to troubleshoot for high blood glucose. Advised customer to monitor the insulin pump call back if alarm reoccurs.